Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the issue with the meter started on ¿(B)(6) 2015, at 12:00¿, when she obtained an alleged inaccurate high blood glucose result in the ¿300s mg/dl¿ compared to ¿150 mg/dl¿ on another meter (true results) , performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient manages her diabetes with insulin (self-adjuster). She reported that on an unknown time on (B)(6) 2015, she consumed more food/drink after obtaining the alleged inaccurate results. She alleged that ¿10 seconds¿ after the start of the issue, she developed symptoms of ¿shakiness, nausea, dizziness¿. She reported that at an unknown time on (B)(6) 2015, she self-administered 8 units of insulin. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. The cca also noted that the patient had used correct test strips, these had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately high blood glucose readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.